Event description:
Caller states that during a correlation study, the pt tested 5.0 inr on the coaguchek xs plus system and 3.52 inr on a comparison lab. Pt was treated based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.